Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The lower absorber assembly was replaced. The ventilator bellows housing was replaced. The lower absorber bypass assembly was cleaned and the o-rings were lubricated. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The gehc internal field modification number is (B)(4). Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/13/2017 phone call, 11/14/1207 phone call, 11/15/2017 phone call. Unique device identifier: (B)(4).

Event description:
The hospital reported high fico2 readings. There was no report of patient injury.